Manufacturer narrative:
Through follow-up the customer reported that when troubleshooting, the touchscreen worked properly and the event could not be reproduced. The unit passed testing with no problems found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts will be returned to failure investigation due to no parts were replaced; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the screen cannot be used. The customer reported there was no patient involvement.